Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were intended to be used to treat a moderately calcified moderately tortuous lesion in the 1st om. Stenosis was 85%. No difficulties were noted when removing the protective sheath. The devices inspected before use with no issues noted. The lesion was pre-dilated. A non-medtronic stent was implanted first in the 1st om. After this stent was implanted it was thought that some of the burden had moved into the distal segment of the vessel. The inflation device remained on neutral pressure during delivery of the resolute onyx devices. Resistance was noted while advancing the devices to the lesion. Excessive force was used. There was a difficulty crossing the lesion. The two stents did not make it through the non-medtronic stent. The first resolute onyx stent slid up the shaft. The whole system was withdrawn and the stent was on the shaft of the stent catheter. The second resolute onyx stent was moving under the balloon when the system was withdrawn. The stent was removed without an issue on the stent catheter, but the stent actually came off the balloon as it was removed from the valve of the sheath. The sheath and guide were exchanged and the guide and a 3rd resolute onyx was placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.